Event description:
The patient later reported that there were no problems, and there was ¿just a misunderstanding on his part¿. They stated they received assistance from their representative and their concerns were resolved. The patient¿s healthcare provider later reported that the patient¿s basal rate was increased, reviewed by the physician, and determined to be too great of a percentage of increase, and then decreased by 11%. All of this was done in the office before the patient left the appointment, and everything was explained to him. The medication used within the system was lioresal.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that at his last visit, his healthcare provider¿tried to figure out what she needed to do, did what she thought , and then adjusted his pump¿. After waiting in the lobby for thirty minutes, the patient was told by his healthcare provider that they made a mistake and they had to come back in to readjust the pump settings. This was noted to have occurred on (B)(6) 2013. No patient symptoms were reported. The medication used within the system was baclofen.

Manufacturer narrative:
Concomitant products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8840, lot# unknown, product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).